Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an alert indicating a motor stall, which cleared after the user performed a restart; a dry run subsequently exceeded 120 units without issue, and a full supply change with new infusion set, connector, and prefilled cartridge restored insulin delivery to normal. Symptoms included no reported adverse clinical effects. Outcomes included uninterrupted self-care following resolution, with no medical intervention or hospitalization. Investigation included review of alert history and guided troubleshooting, including a dry run test and supply replacement. Investigation of this case revealed a consecutive stalled motor alert consistent with a transient pump drive resistance that resolved after restart and replacement of disposable components, with no persistent hardware malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible motor stall likely related to disposable component or transient occlusion, with user corrective actions restoring proper function.